Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision reported by sales rep; right hip; reason(s)for revision: pain in area of hip and elevated chromium and cobalt levels; product details; 56 asr cup; 49 asr head; 42 asr sleeve.

Manufacturer narrative:
The original documentation received from the sales representative was mis-read. The revision and notification date of this event was (B)(6) 2014, and was originally reported within the 30 day deadline on (B)(6) 2014. Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.